Event description:
A report was received that the patient's ipg will be replaced as she is unable to link her remote control with her ipg.

Event description:
A report was received that the patient's ipg will be replaced as she is unable to link her remote control with her ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg was also replaced because the patient was having difficulty charging the ipg. The ipg was in hibernation and not able to communicate. The patient was reportedly doing well following the revision procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.